Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 7mm x 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm). A non-cordis 7 x 4 balloon catheter was used as a replacement to complete post-dilation. There were no reported injuries to the patient. This was during a procedure to treat the external iliac artery (eia) in which a 10mm x 60mm smart control self-expanding stent (ses) was placed. The target site vessel was mildly calcified, non-tortuous, and had 90% stenosis. There were no issues with the smart stent that may have caused the balloon to rupture. The saberx radianz was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure and was able to cross the lesion without kinking. The device was removed easily from the patient and was removed intact in one piece. The device was not returned for analysis. A product history record (phr) review of lot 82334545 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be verified as the device was not returned for analysis. The procedure involved treatment of a mildly calcified, non-tortuous vessel with 90% stenosis. There were no reported issues with the implanted smart control stent and no reported patient injury. While vessel characteristics, including significant stenosis, and procedural factors associated with intrastent post-dilation may contribute to balloon rupture, the exact cause of the reported event cannot be determined in the absence of device return and analysis. Therefore, a definitive causal relationship between the device and the reported event cannot be established. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 7mm x 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm). A non-cordis 7 x 4 balloon catheter was used as a replacement to complete post-dilation. There were no reported injuries to the patient. This was during a procedure to treat the external iliac artery (eia) in which an unknown smart stent was placed. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d10, g3, g6, h1, h2, h3, and h11. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 7mm x 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm). A non-cordis 7 x 4 balloon catheter was used as a replacement to complete post-dilation. There were no reported injuries to the patient. This was during a procedure to treat the external iliac artery (eia) in which a 10mm x 60mm smart control self-expanding stent (ses) was placed. The target site vessel was mildly calcified, non-tortuous, and had 90% stenosis. There were no issues with the smart stent that may have caused the balloon to rupture. The saberx radianz was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure and was able to cross the lesion without kinking. The device was removed easily from the patient and was removed intact in one piece. The device will not be returned for evaluation.